Manufacturer narrative:
(B)(4). Further evaluation will be performed upon receipt of more information.

Event description:
The manufacturer was notified on (B)(6) 2016 during a meeting with the (B)(4) distributor that mitroflow valve that was implanted in an old patients 3-4 years ago requires re-operation, but the second intervention is still under discussion due to the age and the risk profile of the patient. No further information provided.